Event description:
It was reported that this pacemaker oversensed noisy signals on the right ventricular (rv) channel. Technical services (ts) reviewed the device data and identified that some deflections were being oversensed by the device. Ts also noted a drop in pacing impedance measurements within normal limits over the past year and recommended an in-clinic evaluation for this non-boston scientific rv lead. No adverse patient effects were reported. This pacemaker remains in service.